Manufacturer narrative:
(B)(6). Patient information unknown. This report is for an unknown 6.5 mm and 7.3 mm cannulated screws./unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 7.3 mm cannulated screw was removed from a patient. The screw was implanted for an anterior column pelvic fracture. The bone was healed but the screw was taken out because it was too long. More specifically, the inappropriate screw was used and the screw was sticking out of the bone; therefore, the patient wanted it removed. The screw was removed without incident and no patient consequence. The initial surgical date is unknown at this time. The surgery to remove screw occurred on (B)(6) 2018. This report is for 6.5 mm and 7.3 mm cannulated screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.